Event description:
It was reported by the physician that gore excluder aaa endoprostheses implanted in 2007 were explanted on an unk date due to infection. There was reportedly no apparent graft related cause, but a sac-duodenal fistula was identified. Additional info has been requested.